Event description:
Pt reported he accidentally bumped the intensity button on his tens device, causing the intensity to increase to full output. In 2008, pt reported he was still experiencing sore neck and tingling in his feet. On four days later, pt reported he went to a neurologist who told him, he probable irritated his spinal cord and suggested run a nerve test.